Event description:
It was reported that, "the trial cutting guide was hammered into position into (cadaver specimen) bone. Upon removal, it was hammered again and then twisted and hammered. The product fractured where the stem connected to the boss on the femoral component trial."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.